Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail 15/2.5 mm balloon ruptured at 8 atms on the initrial inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the 1st diagonal branch of the left anterior descending coronary artery. The physician used a 7f terumo introducer sheath for vascular access and bmw guidewire and a mach 1 guide catheter to cross the lesion. The quantum maverick monorail 15/2.5 mm balloon was being used to predilate the lesion for placement of a cypher stent. The quantum maverick monorail 15/2.5 mm balloon was removed and replaced with another quantum maverick balloon to successfully complete the lesion predilation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'fine.'